Event description:
Processor failure during use. "Vent inop" and "safety valve open" alarmed despite the fact that ventilator appeared to be working correctly. Ventilator switch was done. Patient tolerated bagging with ambu-bag and switch well. Ventilator was repaired by manufacturer. They found processor failure and replaced bdu cpu board. Ran all system calibrations, est, sst, and pvt. Device passed and was released to service.